Manufacturer narrative:
(B)(4): a visual examination of the returned device found the clevis arms bent. Functionally, the jaws of the forceps would not open due to the bent clevis arm. No abnormalities were noted with the device riveting and welding which were within design specifications. The condition of the returned incident device was consistent with the complaint; jaws won't open. The most probable root cause is operational context due to excessive force applied to the device resulting from anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01040 for the other associated device information. It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure. According to the complainant, during the procedure, after taking biopsy samples the cups of the forceps would not open to remove the specimen. Another radial jaw 4 single use biopsy forceps large capacity was used and the same thing occurred. The procedure was completed with a third radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; clevis arms bent.